Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator and there may have been premature battery depletion. The ICD was removed and replaced. No patient complications were reported as a result of this event.